Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is patient non-compliance with the post-op protocol and/or post-op trauma. After revision surgery, the doctor stated that the patient was coming down a ladder and felt something odd in her foot. First surgery (B)(6) 2010, post-op visit (B)(6) 2010, revision (B)(6) 2010, 2nd failure seen on x-ray. The directions for use states: "the use of this device may not be suitable for patients with insufficient or immature bone. The physician should carefully assess bone quality before performing orthopedic surgery on patients who are skeletally immature. Postoperatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device." Device discarded by facility.

Event description:
It was reported that following a bunion repair, the patient experienced a post-op failure, 3weeks out. The surgeon performed a hallux valgus repair (bunion) (B)(6) 2010. Patient had her post- op visit on (B)(6) 2010. X-rays showed device failure. Patient was taken back in or for a revision. In (B)(6) 2010, there was further return of previous deformity and suspected device failure of the tight rope.